Event description:
It was reported that bd eclipse¿ needle was a mixed product, it was 4cm long when it should have been 16mm. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: since no samples and photos displaying the reported condition were received no defects can be confirmed. DHR- a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. No abnormality was observed during the visual in process inspection and out -going inspection for the duration of 12 months, there was no quality notification was raised for a similar non ¿ conformance.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd eclipse¿ needle was a mixed product, it was 4cm long when it should have been 16mm. No serious injury or medical intervention was reported.